Event description:
It was reported by the customer that a pyxis medstation es system station stuck on black screen. The customer reported that user was able to remove the meds to the patient during the malfunction. There was a delay of one hour in obtaining the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Upon investigation of the actual device used in this incident, it was determined that station stuck on black screen. Field service engineer found that the issue was resolved by customer. The system functioned as intended after the field service engineer serviced the device.